Manufacturer narrative:
Incident occurred within the week before it was reported. The head was made at the following location. Contract manufacturer: trisa (B)(4). The body was made at the following location. Contract manufacturer: hayco (B)(4).

Event description:
Consumer reports the toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. A minor lip injury was reported.